Manufacturer narrative:
Info not available, device not retuned for analysis.

Event description:
It was reported that during a laparoscopic procedure, an instrument was introduced through the trocar, and the inner rubber seal fell into the pt abdomen. The seal was retrieved and the trocar was removed and replaced with a new one. The pt was fine.